Event description:
(B)(4). From the report there were 20 serious adverse events: esophageal injury. The patients were treated with 1 month of proton pump inhibitor (medication) and diet and recovered fully. Per the article, no other non-serious ae¿s were reported. There are no death events or device malfunctions reported in the publication. Model and catalog number are not available, but the suspected device is the thermocool ablation catheter.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Device history report (DHR) review cannot be conducted because no lot number was provided. Concomitant products: lasso diagnostic catheter, model #: unknown, lot #: unknown. Carto mapping system, model # unknown, serial #: unknown. (B)(4).